Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
The customer alleges they were doing a routine farapulse pvi. The patient had a relatively small la with a large appendage. While changing from flower to basket in the rspv they had a spline inversion. Attempts to fix the spline inversion in the heart were unsuccessful. The catheter was removed from the patient and the spline was manually corrected. They completed the ablation. During testing, the catheter and guidewire were advanced accidentally into the appendage. The physician believes the guidewire was most likely the cause of the effusion. Patient is expected to fully recover.